Event description:
It was reported to boston scientific corporation that post polaris ultra ureteral stent placement procedure, the patient complained of severe lower urinary tract symptoms (luts) associated with frank hematuria. Subsequently early removal of the stent ensued. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Event description:
It was reported to boston scientific corporation that post polaris ultra ureteral stent placement procedure, the patient complained of severe lower urinary tract symptoms (luts) associated with frank hematuria. Subsequently early removal of the stent ensued. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
Additional information received from the physician stated the hematuria was mild to moderate and symptoms presented days after insertion of the stent. The patient was admitted for one day, and during this time the stent was removed from the patient earlier than scheduled. The patients symptoms subsided after stent was removed. The reported lot number (14869185) could not be verified. Therefore, the lot expiration and device manufacture dates are unknown at this time.